Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a 4fr non bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery of the forearm. After a 0.016 non bsc guide wire crossed the lesion under echography, a 5.0mmx40mmx40cm sterling¿ balloon catheter was used for predilation. However, upon first inflation at 14 atmospheres, the balloon ruptured. No segment of the device detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. Microscopic examination inspection revealed a 2cm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination and tactile inspection presented no damage or other irregularities in the shaft of the device and in the bonds. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a 4fr non bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery of the forearm. After a 0.016 non bsc guide wire crossed the lesion under echography, a 5.0mmx40mmx40cm sterling¿ balloon catheter was used for predilation. However, upon first inflation at 14 atmospheres, the balloon ruptured. No segment of the device detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.